Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-4316, lot #: 15441968, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to a need for magnetic resonance imaging (MRI) and a non-device related surgery. There was no malfunction suspected with the device. The patient was reportedly doing well after the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.